Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the distal right posterior diagonal artery. The 2.5 x 20 mm trek balloon was used for pre-dilatation, but ruptured at 14 atmospheres during first inflation. The balloon catheter was removed intact and a new balloon was used to complete pre-dilatation. (It was noted that the trek balloon was not soaked during prep prior to use.) The 3.5 x 12 mm vision stent was to be used next in the procedure, but when the protective sheath and stylet were removed, it was noted that the stent had dislodged inside the sheath. There was no patient involvement. A new vision was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. Without the product to examine, a conclusive cause for the reported stent dislodgement could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. This type of reported event will continue to be monitored. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The 2.5 x 20 mm trek dilatation catheter will be filed under a separate medwatch MFR number.